Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg had rotated perpendicularly. Surgical intervention will be taken to address the issue.

Manufacturer narrative:
No analysis could be performed as the reported event cannot be analyzed via laboratory testing.

Event description:
Follow up information indicated the patient had the ipg replaced.